Event description:
It appears the hydroflex device was removed from the pt and an ipp device implanted, reason not indicated. Ams has requested additional info.

Event description:
The hydroflex device was removed from the pt due to infection. Date and surgical details not indicated. Unable to obtain additional information.